Event description:
During a colonoscopy, the physician used a wilson-cook acusnare polypectomy device. The first polyp was succesfully removed with the device. During an attempt to remove a second polyp, the handle was manipulated. However, the snare would not exit the outer sheath. The device was removed from the endoscope and a second device was used to complete the procedure. The pt was reported to be in satisfactory condition.